Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, this study retrospectively reviewed experiences with ultrasound-guided tunneled dialysis catheter (tdc) insertions but without access to fluoroscopic guidance. The indications for tdc placement were the exchange of temporary hemodialysis catheter, non-functioning avf, or malfunctioning permanent catheter. All tdcs were placed as destination dialysis accesses and not in preparation for peritoneal dialysis or avf maturation. The data was available for 63 patients with tdcs placed by faculty nephrologists at the dialysis unit procedure rooms between march 2015 and february 2018. For long-term tdcs, symmetric tip dialysis catheters (palindrome), were used based on local brand availability. Post-procedurally, there were no serious complications observed; however, catheter-related bacteremia were diagnosed in 5 patients 1 month after tdc placement and was attributed to catheter care after placement. The patients were treated with intravenous antibiotics based on the results of microbiology and antibiotic sensitivity. There was no blood loss and blood transfusion was not required. There was no defects/damages found on the product, the catheter was not repaired, there was no leak, betadine was used as the cleaning agent on the device, tego was not utilized, there was no luer adapter issue, betadine was used to treat the insertion site prior to product placement and in few cases, alcohol based were used. Nothing unusual was observed on the device prior to use.

Manufacturer narrative:
Title: safety and efficacy of placement of tunneled hemodialysis catheter without the use of fluoroscopy source: clinical nephrology, vol. 94 ¿ no. 5/2020 (237-244). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, this study was retrospectively reviewed experiences with ultrasound-guided tunneled dialysis catheter (tdc) insertions but without access to fluoroscopic guidance. The indications for tdc placement were the exchange of temporary hemodialysis catheter, non-functioning avf, or malfunctioning permanent catheter. All tdcs were placed as destination dialysis accesses and not in preparation for peritoneal dialysis or avf maturation. The data was available for 63 patients with tdcs placed by faculty nephrologists at the dialysis unit procedure rooms between march 2015 and february 2018. For long-term tdcs, symmetric tip dialysis catheters (minneapolis, mn, USA), were used based on local brand availability. Post-procedurally, there were no serious complications observed; however, the catheter-related bacteremia was diagnosed in 5 patients 1 month after tdc placement and was attributed to catheter care after placement. The patients were treated with intravenous antibiotics based on the results of microbiology and antibiotic sensitivity.